Manufacturer narrative:
The insulin pump received with no act button response due to flattened dome switch button. No button error alarm noted. Unable to perform rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test due to no button response. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported a button error alarm that he is not able to clear. Customer stated that he works in construction and might have pushed a button for a long time leading to the button error. Customer also stated that he locks the buttons, however they unlock themselves. Caller reported that the insulin pump shows that it is delivering insulin, however there is no insulin coming out. Customer's current blood glucose reading is 103 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.